Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that during surgery impedances were checked as well as a connectivity check was performed. These tests were performed 4 times, 2 of which occurred after the ins was placed in the pocket and the pocket was closed.  Those tests had normal readings. In post-op, two electrode connections were "out" (electrodes 2 and 8) and impedances were also found on electrodes 9 and 14. The rep was able to successfully program around those impedances and provide the patient with therapy. The rep noted that the patient was obese and their weight distribution when rolling over, sitting up or laying on their side was observed by the rep to be constantly changing. The rep noted they did not have the patient's exact weight. No interventions were noted or needed at this time. No symptoms reported.